Event description:
It was reported that during a laparoscopic cholecystectomy, all 3 instruments malformed clips on the cystic duct. Pulled a 11mm trocar and an er320 to complete the case which worked fine. No devices returning.